Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected vitros glucose (glu) results were obtained from five different patient samples tested on a vitros xt7600 integrated system. Patient sample 1: vitros glu result of >625 mg/dl vs. The repeat result of 94 mg/dl patient sample 2: vitros glu result of >625 mg/dl vs. The repeat result of 126 mg/dl patient sample 3: vitros glu result of >625 mg/dl vs. The repeat result of 100 mg/dl patient sample 4: vitros glu result of >625 mg/dl vs. The repeat result of 110 mg/dl patient sample 5: vitros glu result of >625 mg/dl vs. The repeat result of 150 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros glu results were not reported outside the laboratory and there was no reported allegation of patient harm as a result of this event. This report is number four of five MDR¿s for this event. Five 3500a forms are being submitted for this event as five devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros glucose (glu) results were obtained from five different patient samples tested on a vitros xt7600 integrated system. The most likely assignable cause for this event could not be determined. All the higher than expected vitros glu results were obtained from the same slide cartridge, therefore, an issue with the vitros glu lot 0023-3233-9020 slides in use at the time of the event cannot be ruled out. However, acceptable vitros glu slide lot 0023-3233-9020 results were obtained from the biorad quality controls using slides from the slide cartridge after the event occurred. Based on acceptable vitros glu within-run precision testing, there was no indication the vitros xt7600 integrated system malfunctioned. However, since no diagnostic precision testing was performed, an instrument related issue cannot be entirely ruled out as contributing to the event. Finally, improper pre-analytical sample processing cannot be ruled out as contributing to the event. It is unknown if the sample was centrifuged according to the sample collection device manufacturer¿s specifications, and it is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Based on historic quality control results, there was no indication that vitros glu slide lot 0023-3233-9020 malfunctioned. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros glu slide lot 0023-3233-9020.